Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiib endoleak, type ib endoleak, and sac growth of the left common iliac artery events are unconfirmed due to a lack of relevant medical imaging for the reported event. The additional endovascular procedure with a non endologix stent (aui, fem fem bypass, left common iliac plug) was confirmed. Device, user, procedure or anatomy relatedness of this event could not be determined. The procedure related harms identified were an access site complication (left groin infection) and an additional surgical procedure (debridement of the left groin). The final patient status was reported to be discharged home following a re-admission for the left groin infection. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent and a non-endologix stent; this procedure was therefore performed outside the indications of use. Approximately seven and a half (7.5) years post initial procedure, the patient presented with a type iiib endoleak and deformation of the bifurcated stent and left limb, an aneurysm of 3.8cm from the left common iliac artery, and a type ib endoleak in the left iliac; these were identified per cta (computed tomography angiography) scan. The physician plans to re-intervene but surgery has not been scheduled. As of date, there have been no additional patient sequelae reported. Additional information: per medical records received, an additional endovascular procedure with a non endologix stent (aui, fem fem bypass, left common iliac plug) was completed on (B)(6) 2020.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent and a non-endologix stent; this procedure was therefore performed outside the indications of use. Approximately seven and a half (7.5) years post initial procedure, the patient presented with a type iiib endoleak and deformation of the bifurcated stent and left limb, an aneurysm of 3.8cm from the left common iliac artery, and a possible type ib endoleak in the left iliac; these were identified per cta (computed tomography angiography) scan. The physician plans to re-intervene but surgery has not been scheduled. As of date, there have been no additional patient sequelae reported.